Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported the patient was on impella cp support and during support, the patient had a slight ooze at the access site. The staff monitored the ooze. Additionally, the patient had hemolysis while on support. Intervention for the hemolysis is unknown. The family elected to withdraw patient care. The patient was on impella support for 47.11 hours before the patient expired.

Manufacturer narrative:
The pump was not returned for investigation. Data log shows the placement signal trending during hemolysis event, without observed motor current spikes, positioning issues, or suction alarms. According to the clinical team, the patient required a fluid bolus. Additionally, a small groin bleed was reported, and heparin was paused for a few hours. The cause of the issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the hemolysis issue was most likely patient condition related, based on given clinical details and data log review. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21999. G1 reporting contact email. H6 health effect - clinical code 1888 and health effect - impact code 4641 were missing.